Manufacturer narrative:
Analysis was performed the technical consultant (tc) was onsite and checked spo2 functionality and collected all logs for further investigation for clinical specialist for further review. It was stated that the customer reported that their rover phone did not alert for either an spo2 disconnect or spo2 desaturation event for a patient on (B)(6) 2026 at approximately 11:00 am. Upon review, staff observed that the patient was not wearing the spo2 sensor on their finger, although the cable remained connected to the sensor. The clinical audit log confirms that the monitor generated an alarm for an spo2 sensor-off event. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was not replicated as the device was per specification. The customer was provided with information regarding the results from the logs. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
Customer reported that the monitor did not generate desat alarm. The device was in clinical use at time of event, no adverse event was reported.